Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (non functional response buttons) was confirmed. Upon investigation, the rear response button was not functional. The cause for the failure was debris causing an intermittent connection. The root cause of the debris was unable to be identified. There was no adverse event that resulted from the damaged monitor.